Manufacturer narrative:
Zoll medical corporation has received the product and will be providing a supplemental report when our investigation is completed.

Event description:
Complainant alleged that while attempting to treat a patient (age & gender unknown), the device powered up in the incorrect mode. Complainant indicated that there were no adverse effects to the patient due to the reported malfunction.

Manufacturer narrative:
The device was returned to zoll medical corporation for evaluation. The device was received in adult mode and consistently powered up in that mode. When switched to pediatric mode and power cycled, it correctly powered in pediatric mode. It was then set back to adult mode and confirmed to power up in adult mode. It's possible the user didn't save the mode change, as this requires a restart, but this cannot be confirmed from the logs. The device passed all functional testing with no faults found. The device was recertified and returned to the customer. Analysis of reports of this type has not identified an increase in trend.